Event description:
It was reported, the asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited multiple atrial mode switch episodes attributed to noise. The noise was not reproducible in the clinic. All electrical measurements on the atrial lead were normal. No intervention was reported.

Manufacturer narrative:
(B)(4).